Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 05 august 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had horizontal anatomy. The patient's annulus was measured with an average diameter of 24mm, an area of 442.8mm^2, and a perimeter of 75.1mm. The left ventricular outflow tract (lvot) average diameter was 23.3mm. The patient's activated clotting time (act) level was greater than 250 seconds. Heparin was administered. A pre-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. During the procedure the valve was re-sheathed twice. The patient's aortic valve angle was 56 degrees. The valve was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc) and below the annulus on the left coronary cusp (lcc). Echocardiogram showed a gradient of 12mmhg. An aortic fluoroscopy showed the valve migrated above the annulus. The decision was made to snare the valve above sinotubular junction (stj) and implant a second valve. The valve was snared by the inner curvature tab which then dug into the ascending aorta anatomy. A pericardial effusion was then observed on echocardiogram. The pericardial effusion led to a cardiac tamponade. The patient was intubated and a transesophageal echocardiogram (tee) and angiography showed a dissection above the valve. A pericardiocentesis was performed, however the patient did not show signs of improvement. At that moment 30-45 minutes had passed. The patient's family was consulted and the decision was made to stop treatment. The patient passed away. The official cause of death was the aortic dissection.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had horizontal anatomy. The patient's annulus was measured with an average diameter of 24mm, an area of 442.8mm^2, and a perimeter of 75.1mm. The left ventricular outflow tract (lvot) average diameter was 23.3mm. The patient's activated clotting time (act) level was greater than 250 seconds. Heparin was administered. A pre-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. During the procedure the valve was re-sheathed twice. The patient's aortic valve angle was 56 degrees. The valve was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc) and below the annulus on the left coronary cusp (lcc). Echocardiogram showed a gradient of 12mmhg. An aortic fluoroscopy showed the valve migrated above the annulus. The decision was made to snare the valve above sinotubular junction (stj) and implant a second valve. The valve was snared by the inner curvature tab which then dug into the ascending aorta anatomy. A pericardial effusion was then observed on echocardiogram. The pericardial effusion led to a cardiac tamponade. The patient was intubated and a transesophageal echocardiogram (tee) and angiography showed a dissection above the valve. A pericardiocentesis was performed, however the patient did not show signs of improvement. At that moment 30-45 minutes had passed. The patient's family was consulted and the decision was made to stop treatment. The patient passed away. The official cause of death was the aortic dissection.

Manufacturer narrative:
An event of valve migration, aortic dissection, pericardial effusion, cardiac tamponade, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and medical review, the root cause of valve migration could not be conclusively determined; however, imaging showed incomplete stent opening and tension on the delivery system, both likely contributing to embolization. The cause of the reported pericardial effusion and cardiac tamponade appear related to an aortic dissection, which was likely caused by snaring the migrated valve. The patient¿s death appears to be due to procedural complications. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿